Event description:
It was reported that this patient on peritoneal dialysis (pd) had peritonitis and was being treated at the outpatient pd clinic with antibiotics. There were no reported allegations that the peritonitis was due to any issues with fresenius products. In additional follow-up, the patient¿s pd nurse stated the patient was experiencing symptoms of abdominal pain. As a result, on (B)(6) 2024, the patient was seen in the outpatient pd clinic and had a pd culture obtained. The pd culture was positive for gram negative bacilli (organism not provided). The nurse stated the patient was treated with intra-peritoneal (ip)antibiotic therapy with ceftazidime (per clinic protocol). The patient is recovering from the event and continues pd with the same cycler. The patient¿s nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis and fluid overload event. The nurse indicated the peritonitis is suspected to be due to a breach in aseptic technique during the pd exchange.